Event description:
Reporter indicated that patient began to experience constant heart palpitations the day after device was programmed to on. By the next day, the patient was unable to tolerate these symptoms.